Event description:
It was reported that the patient was not doing well and needed care as soon as possible. The pump was reportedly "running on empty," and the patient had withdrawals. The patient was looking for physician to manage the pump. The pump system was being used to infuse an unknown medication. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).